Event description:
The pump was explanted due to infection; the catheter was left in place. The healthcare professional did not know the specific symptoms the pt had related to the infection. Another pump had not been implanted yet, but the pt desired reimplantation. The medications being delivered via the device system were hydromorphone and clonidine.